Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. Oekg checked the subject device and found the following. The light guide lens and the objective lens had discoloration. The distal end cap was dented. The insertion tube was buckled. The boot was damaged. The air/water cylinder was worn out. The suction cylinder was worn out. The forceps elevator had corrosion. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa (two cultures), achromobacter sp., staphylococcus epidermidis, and candida sp. The device had been reprocessed with a non-olympus washer, inova. There was no report of infection associated with this report.